Event description:
The patient reportedly developed an infection. The patient is scheduled for explant surgery. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.